Event description:
It was reported that six months post a port placement, the patient allegedly felt tenderness when passing heparinized saline, so the flush was discontinued. It was further reported that the catheter was allegedly found to be broken. The broken catheter was also retrieved at another hospital. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months post a port placement, the patient allegedly felt tenderness when passing heparinized saline, so the flush was discontinued. It was further reported that the catheter was allegedly found to be broken. Reportedly, the broken catheter was also retrieved at another hospital. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter and a cath lock was returned for evaluation. Visual, microscopic, functional and dimensional evaluations were performed on the returned device. A complete circumferential break was noted to the distal end of the attached catheter. The distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged and the surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.